Event description:
The customer returned the ultrasound gastrovideoscope, which is an olympus asset with no reported complaint. During the evaluation of the device, the sealant had a cut at the ultrasound transducer on the distal end and missing sealant at ultra sound transducer on the distal end were observed. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. No reported customer allegation date of event is unknown, additional information will be provided if available. A root cause could not be identified. Based on the results of the investigation: the most probable cause of the complaint was traced to component failure, expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.